Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: close proximity of left anterior descending artery to the right ventricular lead apparently implanted into the mid-septum. Indian pacing and electrophysiology journal. 2014;14(2):83-86. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this right ventricular (rv) lead. It was discovered that at the six-week follow-up appointment, the lead had relocated and was ¿almost touching the lad [left anterior descending artery].¿ the status of the lead is unknown. No patient complications have been reported as a result of this event.